Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The hospital have reported a broken impactor, the bit on the end seems to have come off the main shaft and the handle no longer stays on.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for analysis. Review of the photographic evidence confirmed the complaint. The end cap has broken off. Additionally, the handle is no longer attached to the shaft. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.